Manufacturer narrative:
Cylinder had or damage.

Event description:
Additional info received 3/23/1998 indicates "cylinder in the right extends further distally in the glans than it should be, and it has caused pain and discomfort and deflection of his urinary steam. Secondly, he has some doubling over of tubing in the scrotum which is somewhat uncomfortable.